Event description:
Pt. Obtained high blood glucose results on the suspect device and their doctor instructed them to double their medication. They took their meds at 6:30pm and awoke in a fog. They used the suspect device to check the next day glucose and received a result of 251 mg/dl. Emt's were called and they transported them to the hospital. Their glucose level at the hospital was 50 mg/dl. They were admitted and treated with a glucose IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.